Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported that the 4x4 island dressing from order (B)(4) caused itching and skin discoloration, and the patient indicated use of antibiotic cream to manage the symptoms. No adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).